Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years post port placement via the subclavian vein, the catheter was allegedly broken. It was further reported that the distal catheter segment and the port body were removed. Reportedly, the port was replaced. There was no reported patient injury.